Manufacturer narrative:
(B)(4). A representative from bbmi is attempting to obtain samples and additional details from the reporting facility regarding this case. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If the physical sample is received or if additional pertinent information that impacts the result of the investigation becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the caresite valve leaked medication all over the patient's bed during an infusion. The patient lost a significant amount of blood pressure medication being infused. The patient was a very sick trauma patient post mvc with CPR and respiratory arrest requiring intubation at the scene, multilevel spinal fractures, and neurogenic shock. The patient consistently required medication to keep map > 70. The patient was stable on medications but very hemodynamically labile if intravenous fluids or pressors are weaned. The patient was being infused levophed, titratable for map >65. Dose started at 25 mcg/min, increased to 30. Vasopressin was also running and maxed at 0.4 units/minute. The caresite valve was attached to the patient's central line, subclavian. It was uncertain how much of the levophed the patient received or leaked. The bed sheets were all wet, requiring complete linen change when found. The nurses tried to change the caresite valve and tubing. Eventually the medication IV tubing was hooked directly to the catheter site, without the caresite valve, so the patient could receive life saving medications. This occurred while the staff was troubleshooting the issues with the valve, which was thought to be the primary source of leaking. The physician increased the rate of levophed being given and decreased dose of propofol; increased rate of sodium bicarb and fluid bolus of sodium chloride was given. The patient remains critical at this time. Patient blood pressures via arterial line readings: prior = 140/80-90; during incident = 50s-90/ 30s-60s; after = 90s-110/ 60s-70s.